Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the synovial fluid smears that were stained on the coulter lh 750 slidestainers for five patient samples exhibited false monosodium urate crystals. The crystals were observed with a polarizing filter on the microscope on the stained synovial fluid sample smears. The results with the monosodium urate crystals were reported out of the laboratory. A single patient was tapped for another synovial fluid sample for repeat testing. No crystals were identified on repeat testing. Unknown if the decision to obtain new synovial fluid sample for repeat testing was based solely on reports of false monosodium urate crystals or on other patient history and/or diagnosis (septic arthritis).

Manufacturer narrative:
The samples were synovial fluid (body fluid) collected in edta anticoagulant. The smears were prepared using cytospin method. The body fluid smears were stained utilizing bci wright stain and buffer. The customer indicates that a wet prep prepared from bath 3 of the slidestainer (with wright stain and buffer) exhibited the crystals. However, wet preps prepared from the wright stain bottle and the buffer bottle did not exhibit the crystals. The customer technical support (cts) personnel advised the customer not to use the slidestainer for body fluids. She also informed the customer that the intended use is for whole blood. Root cause is that the customer did not use the lh700 slidestainer as intended in labeling.